Event description:
When the scrub inflated the cuff to verify integrity. It was noted that only one side of the trach cuff inflated thus this trach is defective. Another trach of the same size was obtained.